Event description:
A medtronic representative reported that, while in a cranial resection procedure, the synergy cranial software unexpectedly exited during navigation. The medtronic representative stated that navigation had not occurred for approximately 20 minutes when the exit occurred; the passive planar probe was brought into the tracking field then the application exited. The medtronic representative was able to restart the application with no delay to the procedure. Surgeon continued and completed procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. On (B)(4) 2014, a system check-out showed that the equipment was fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information now provided.